Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection and urinary tract infection are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced auto-deflation following inflation and was unable to fully inflate the device. The patient consulted his physician, who diagnosed a scrotal infection and suspected cystitis, for which antibiotics were prescribed. Several weeks later, a revision surgery was performed, during which it was observed that once the device was pumped, it did not retain fluid. Consequently, the pump was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection and urinary tract infection are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto deflation after inflation and felt he was not able to inflate the device completely. The patient stated he consult his physician and was told that he has an infection on the scrotum and a possible cystitis. The physician prescribed him antibiotics and will have an appointment. The device is still implanted. No further patient complications reported.